Event description:
The pt reportedly experienced sound quality issues for several months. External equipment was exchanged and the programming was performed. However, the problem was not resolved. The doctor made the decision to explant the pt's device. Surgery to explant the pt's device will be scheduled.